Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has not been responding to sound for the last 10 days. There is no pain, swelling or redness at the implant site. Reimplantation is being planned.

Manufacturer narrative:
Conclusion: the investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient stopped responding to sound with the device. The patient was previously benefitting from the device. It is unknown if the patient had an impact or trauma to the head. Patient was re-implanted.